Event description:
Discrepant hemoglobin a1c pt results. One example was provided. Initial result for a pt, 6.6% repeat gave 15.9%. The initial result was reported. The pt was not adversely affected. The field svc rep was unable to determine root cause. Performance tests performed which were within spec.